Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons were not responding of insulin pump. The customer's blood glucose value was 18.5 mmol/l/ at the time of incident. The customer was assisted with troubleshooting and reported that numbers were not ramping on their own, the scroll bar was not moving with no input, there was response from button. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test returning an unexpected pump error 63. Adjusted the audio options audio volume, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint keypad assembly. In addition to this after battery installation, the up keypad button was intermittent. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable.